Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: catheter shaft separation requiring medical intervention. Device issue: difficulty to remove resulting in shaft separation. It was reported that during balloon deflation, the pt experienced some pain which resolved on its own. The balloon catheter was being removed for a new balloon in order to perform additional dilatation to the lesion; however, a lot of resistance was felt during removal of the balloon from the pt resulting in the balloon becoming stuck in the coronary. A second wire was advanced and positioned without any difficulty to allow for the advancement of another balloon catheter to perform dilatation around the stuck balloon. A further attempt to remove the stuck balloon was met and the proximal portion of the balloon catheter shaft separated from the distal portion. The proximal portion was removed from the pt successfully; however, no further attempts were made to retrieve the distal portion of the shaft from the pt. As no surgical facilities were available at the hosp, the pt was transferred to another hosp, where the separated shaft was successfully retrieved with a goose neck snare. The procedure was continued with the placement of an unk stent. The pt was moved back to the first hosp and was discharged the day after. No additional event or pt info is available.